Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer device.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure two opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.